Event description:
The manufacturer received info alleging a ventilator malfunctioned. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator was found to have a faulty oxygen pca board. The oxygen pca board was replaced to address this issue.